Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was moved to another system. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the logfile and found that fluoroscopy had failed and saw the error: "miu: short circuit on rail voltage output to point - frontal 2". The fse further confirmed that the high voltage transformer (hivo) was defective. The fse solved the issue by replacing the hivo unit. Analysis of the returned part showed that the resonance current was too high. After the replacement of the hivo unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.